Event description:
It was reported that a vessel dissection occurred. A 300 cm x 10 cm fathom-14 guidewire was selected for bronchial artery embolization. After, the physician successfully cannulated bleeding vessel, the vessel then dissected and physician felt this was device related. A follow up was made with the patient afterwards and the patient was stable.